Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and good faith efforts. Updated fields: b3, h6 and h10. The customer provided the following information with regards to reprocessing: no malfunction was reported with reprocessing accessories. There was no delay to pre-cleaning or manual cleaning of the device. The surface was wiped during precleaning. The surface was wiped/brushed during manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 3 year since the subject device was manufactured. Based on the results of the investigation, the foreign matter could be identified. It is likely the user could not conduct reprocessing properly due to wrinkle on insertion section. However, a definitive root cause could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the instructions for use: -detection method is described in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. -preventive measure is described in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the forceps elevator had a yellowish/brown foreign material, and the bending section cover rubber and connecting tube were dirty. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the findings in b5, additional device evaluation findings were as follows: due to deformation of nozzle, water removal ability did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of right/left knob was out of the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, due to wear of angle wire, bending angle in down direction does not meet the standard value, due to wear of angle wire, bending angle in right direction does not meet the standard value, the control unit was dirty, the right/left knob was dirty, the up/down knob was dirty, the connecting tube had a wrinkle, the nozzle was deformed, the image guide protector and switch 2 had a cut, and the suction cover, the grip, the plastic distal end cover, the scope connector all had scratches, and the universal cord had a scratch and a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.